Manufacturer narrative:
H4: the lot was manufactured between september 15, 2022 ¿ september 16, 2022. H11: the actual device and two (2) photographic samples were received for evaluation. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. The returned photographs were reviewed, and it was noted that there was leakage identified as the outer containers had fluid on them. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely due to incorrect bonding due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port during setup. There was no patient involvement. No additional information is available.